Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with customer's high blood glucose levels. The customer's blood glucose level at the time of incident was 451mg/dl. The customer states they treated with pen and pump. Troubleshoot was conducted. Air bubbles were noted and primed out. The device failed the high pressure test twice. The customer was advised the pump would be replaced and returned for analysis. The customer needed assistance with clearing alarm, and changing set. No further assistance needed.